Event description:
A homecare provider in (B)(6) reported that a third-party breathing circuit "melted in the middle". The breathing circuit was in a set-up which included the fisher & paykel healthcare (fph) hc500jhu respiratory humidifier. The homecare provider was unable to identify the breathing circuit that was in use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device has recently been received by fisher & paykel healthcare (B)(4) and our analysis of this complaint is currently in progress. We will provide a follow-up report upon completion of our investigation.